Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth affecting visual acuity in right eye at the one month post enhancement treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred near vision in right eye (near eye, monovision). Patient reported symptoms are not interfering with daily activities. A flap lift and rinse was performed and patient's symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2009: right eye pre-op 20/20 -4.75 x -.75 x 135; left eye pre-op 20/20 -5.00 x -.75 x 16.